Manufacturer narrative:
The information provided suggested that the sample has been discarded and not available for investigation. Further attempts will be made to collect further information. If new or significant information becomes available, a summary will be provided in a supplemental report.

Event description:
The customer reports that the shiley tracheostomy tube presented a high-volume leak and the inner cannula does not fit the outer cannula. Multiple attempts have been made to collect further details for this report. The information indicates the patient had pre-existing medical heart disease but the information provided to date does not suggest that the reported failure contributed to the patient event.